Event description:
Boston scientific received information that the patient received a shock therapy and presented to the clinic. It was then found out that this right ventricular (rv) lead had dislodged. Subsequently, surgical intervention was performed to revise the lead. There were no reports of noise or pauses due to dislodgement. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received a shock and right ventricular (rv) lead was found out to be dislodged. Subsequently, surgical intervention was performed to revise the lead. There were no reports of noise or pauses due to dislodgement. This rv lead remains in service. No additional adverse patient effects were reported.